Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms (alarm 01) occurred during the load sequence. Customer reported that there was a crack on the side of the cartridge. Customer's blood glucose level was 151 mg/dl. A cartridge change was performed resolving the issue.